Event description:
Device malfunction: difficult to remove/knot mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deployment of the sutures, parking the foot was difficult. It was felt the foot did not retract completely resulting in difficulty removing the proglide device from the pt's artery. The proglide device was manipulated (twisted and turned) the laying the device flat against the pts groin, the proglide was removed successfully. Hemostasis was achieved using a second proglide device. Once the proglide was removed, it was noted that the knot remained on the distal end of the device. There were no reported adverse pt effects. Though requested, additional info was not available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.